Manufacturer narrative:
Approximate age of the device is 1 year, 4 months. The event occurred at national cerebral & cardiovascular center in (B)(6). A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital from (B)(6) 2014 through (B)(6) 2015 due to suspected pump thrombosis. A lab analysis upon admission revealed an elevated lactate dehydrogenase (ldh) of approximately 2840 iu/l and the patient also had reoccurring hematuria. No changes in pump parameters were noted and the patient had no other obvious symptoms of embolism. After the infusion of fluid and anticoagulant therapy enhancement, the patient's condition eventually improved. No additional information was received.